Event description:
It was reported that at the user facility, the core impaction drill was overheating. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported that at the user facility, the core impaction drill was overheating. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.